Event description:
It was reported that the atrial lead was oversensing noise. It was determined the oversensing was caused by electrical magnetic interference (emi) while the patient was at work. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.